Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic for follow up, post-paced t-wave oversensing was observed on the device. Patient did not received therapy during the oversensing. Programming changes were made and further testing was recommended. No further information available.